Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "missing /alarm". According to the customer: "customer reported that all pumps were used on the same patient. According to information from parents and nursing staff, when the infusomat space set air il (ref: (B)(4) was used, the circuit during infusion of the nacl showed air bubbles that passed through the equipment, and it did not alarm. The bubbles were of a very significant size and the pump never alarmed air in the line. 7 pumps showed the same error characteristic. The customer requested the evaluation of the pumps."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.